Event description:
Patient sapphire pump lost programming. In reviewing history noted that between 8/5-8/7 during infusion of milrinone 0.25mcg/kg/min the pump changed programming to 0.9mgc/kg/min and patient was underdosed only recieving 32ml over 36hr. Should have recieved 216ml of milrinone. Patient underdosed. No noted affects noted. During nurse visit it was reprogrammed to correct dose. Lost said programming due to not being locked out for programming.